Event description:
It was reported that high, out of range, pacing lead impedance was observed during a routine interrogation. The lead was capped and replaced. The patient received no adverse consequences.